Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection of the device under microscope revealed one haptic was broken that could be related to the handling of the unit during the removal and replacement process. Also, surface residuals (fiber/particles) and stains were observed on the lens that could be related to the handling the lens in a non-sterile environment. The investigation results reasonably suggest that the probable cause of the conditions observed in the sample returned could be related to surgical technique. The initial report indicated there was no quality issue with the device. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial surgery due to a capsule tear. A vitrectomy was performed. There was no quality issue with the lens.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.